Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced the infusion set kinked tubing issue on (B)(6) 2025. The patient experienced high blood glucose levels and was treated with boluses from the pump. The patient's current blood glucose was 400 mg/dl. No further information available.